Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The customer reported event was resolved after the customer prime a second time and full functionality resumed. The servicing was subsequently cancelled by the customer, and no additional related information was provided. The system was there, fore not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during surgery infusion stopped working. He tried turning it off and on and it still would not come through the infusion cannula. The technician re-prime the machine and it worked just fine once again. The surgery was completed. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).